Event description:
Report from the (B)(6) stating that part of the muffler is off of the device. It is known that the device was not used during surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).